Event description:
The customer contact reported that during testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of adverse patient events and no reported delay of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation was performed by the field service engineer at the user facility on (B)(6) 2012. Testing and investigation found the ground prong on the ac power cord plug was bent. A probable cause for the bent ground prong on the ac power cord is use in the customer environment. If the ac power cord was attempted to be removed from the outlet by pulling it ann angle, it is possible to damage the ac power cord ground prong. This report represents all the information known by reporter upon query by hospira personnel.